Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failureadditional text: red heartspecific component(s) involved: external controller malfunctionadditional text: red heard with solid toneother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controllerother intervention :implant device type: lvadmalfunction device type: